Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation and vaginal scarring. It was reported that the patient underwent sling incision and vaginal urethrolysis on (B)(6) 2011 due to severe voiding dysfunction. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to rule out rule out ovarian neoplasm concurrently with an exploratory laparotomy, bilateral salpingo-oophorectomy, lysis of pelvic adhesions, mesh urethropexy, and a cystoscopy. No additional information was provided.